Event description:
It was reported that the physician wants a new serial adapter and power adapter for the handheld as it is not holding a charge. This first began on (B)(6) 2015. He states even when it is plugged in it doesn't charge and it seems that a good connection cannot be made with the power adapter and serial cable available. The physician suspects issues with these two devices and requested replacements. The connection from the hand held in the adapter port is not tight providing week connection and interferes with ability to charge. The products are expected to be returned for analysis but have not been received to date.